Event description:
It was reported the customer received a motor error during a bolus/basal. The customer stated the insulin pump was not exposed to a high magnetic field. The customer also stated they were able to rewind the insulin pump. The customer was asked to return the insulin pump. Customer's blood glucose was 125 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.